Event description:
(B)(4).

Manufacturer narrative:
The customer reset the network switch and 6 of the 8 beds were now being monitored. However, the remaining 2 were still showing communication loss. Then we had the customer restart the bedside, and the remaining 2 were then working appropriately.